Event description:
Customer complains an internal blood leak during treatment. The pt lost approx 268ml blood. It was not returned per clinical policy. Dialyzer was used before without any problems. No medical intervention necessary.